Event description:
The streamline airless system set for b. Braun dialog machines lot# 0062000055 has had bubbles accumulating in the arterial line, leading to even more bubbles and clotted blood in the dialyzers of several patients. This is the third lot number to be causing these same issues. No patient to this date has been harmed by this issue, but it does harbor a large potential to put air into the patient. I was notified by rn about by this issue. I went and removed this lot number from our floor and then went to the supply room and separated the box from the others. I piled it with the last lot number that was doing this same thing. This must stop, this is the 3rd lot number to have the same problem.